Event description:
This report is to advise of a malfunction based on analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with connector pin measuring 17.6cm was returned for analysis. External insulation abrasions were noted at 12.1-12.6, 14.4-14.6, and 16.6-16.7cm from the connector pin, consistent with lead friction to ICD can. The (B)(4) coating was intact at these locations. Reliability laboratory technician. (B)(4).